Event description:
It was reported that the impedance of this right atrial lead had jumped from 483 ohms to the 1800 ohm range since the previous june. Technical services recommended performing threshold testing to evaluate the lead. The lead remains in service at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).